Event description:
A discordant, falsely low calcium (ca) result was obtained on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument with a higher result. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
The customer replaced and aligned the r1 probe. A customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the flush pump on the r1 manifold, and the sample 1 probe mixer. The cse recalibrated and ran calcium quality controls, which were with an acceptable range. The cause of the discordant calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.